Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an error code 01 during interrogation. A boston scientific technical services (ts) consultant discussed with regard to the error code 01 and indicated that this device needs to be explanted. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Examination of the device memory determined that the memory was corrupted. This memory corruption prevented the device from updating the battery status and caused the device to perform daily capacitor reforms depleting the battery.